Event description:
The manufacturer's field service engineer (fse) reported an out of box failure. The customer is unable to charge the battery; after having the device plugged in to ac power for approximately 2 days. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The fse found the battery harness was defective; a pin on the harness was visibly out of place. Repairs made to pin 5 at the backup battery connector corrected the failure with this customer returned vent. No other faults were found with this unit. The report was submitted as part of the remediation for CAPA 3069005.